Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed a burned power connector and contamination. The service technician also noted preventative foam replacement. There were no visible foam particles. The device was corrected by the service center after the evaluation was completed.